Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during lead replacement on (B)(6) 2023 (related manufacturer reference numbers: 3006705815-2023-01353, 3006705815-2023-01355), there was a csf leak and physician performed a blood patch to address the issue.